Manufacturer narrative:
(B)(4). Updated: b4, b5, d2, d9, g3, h1, h2, h3, h6, h11. The reported event is confirmed based upon the provided picture and product return. Visual examination of the returned product identified the device was fractured at the depth stop and at the needle. For the needle, fracture analysis has been previously analyzed where bending overload was identified as the mode of failure. For front end fracture at depth stop, fracture analysis has been previously analyzed for this fracture location where bending overload was identified as the mode of failure. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the fractured needle fell inside the patient and was removed during another surgery a day later.

Manufacturer narrative:
(B)(4). Updated: b3, b4, b5, d2, d4 (exp date, UDI), g3, h1, h2, h3, h4, h6, h11. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2: poland. H3: the customer has not indicated whether the product will be returned to zimmer biomet for investigation or not. Once this information is obtained a follow-up MDR will be submitted.

Event description:
It was reported that there was a fractured needle inside the patient's knee and that there was an additional surgery. Attempts have been made and there is no further information at this time.